Event description:
Additional information received reported that the event occurred during a trial. The patient was not affected and did not have any symptoms. The trial went well with different leads.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the green/green stylet could not be advanced into the lead. The stylet stopped at the contacts on the lead. The lead and stylets were not used. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_stylet_acc, lot # unknown, product type accessory. Product ID neu_stylet_acc, lot # unknown, product type accessory. Product ID neu_stylet_acc, lot # unknown, product type accessory. Final analysis of the lead and the 3 returned stylets revealed no anomalies.